Event description:
It was reported that there was a patient reaction (original surgery (B)(6) 2012). The patient started feeling discomfort in his shoulder in (B)(6). He also noticed that the surgical scar was beginning to swell and become sore. By (B)(6), the swelling began looking like an infection. He contacted the surgeon for a follow up. On (B)(6), the surgeon drained the wound under the surgical scar. The patient was informed that a sinus tract had likely formed from the fiberwire sutures and that revision surgery was necessary. On (B)(6), the revision surgery was performed. The fiberwire was removed and the area was flushed and treated with antibiotics. A culture was taken but the results were not available. Patient not aware of any known allergies. No new sutures were needed.

Manufacturer narrative:
This follow-up medwatch submission for 1220246-2012-00227fu1 corrects the device catalog # that was originally submitted for 1220246-2012-00227. (B)(4): unknown device disposition.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review cannot be performed as the device lot number was unknown. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Unknown device disposition.